Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient's relative reported, left side "radial fold". Later, healthcare professional reported, left side "capsular contracture possible baker grade ii". Later, healthcare professional reported, left side "capsular contracture possible baker grade iii". Device has been explanted.